Event description:
Additional information was received indicating right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhabitation was noted on the right ventricular (rv) lead. The patient experienced dizziness due to the pacing inhabitation. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.